Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the drill bit broke during an operation an unknown date. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the measurable dimensions (as far as possible) of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standards. Because of temporary overload the tip of the twist drill broke off. The cause of the overload can not be determined. We indicative that a unintended bending moment or contact with metal was exceed the maximum load of the material, which was leading to the breakage. The fracture mirror is homogeneous, which is leading to a flawless quality of our material. No product fault could be detected. Device was used for treatment, not diagnosis. Placeholder.